Event description:
Approximately 15-20 cc's of air was injected into a pt. Pt was then taken to the ER for observation where no complications were observed. It was reported that prior case used a prefilled syringe, optiray 320 100ml, and injected pt without removing the empty syringe afterwards. The subject pt was then connected to the system. The tech assumed that the attached syringe was a new pre-filled syringe and proceeded with injection. Since the syringe was empty the pt rec'd a small bolus of air. Tech aborted the procedure when it was noticed that an empty syringe was being used.